Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc4436486/ , this report will be amended when our investigation is complete.

Event description:
It is reported that eleven patients who were treated with single plating technique did not regain full range of motion.

Manufacturer narrative:
This complaint was identified during review of a journal article, so information about the case is limited. It is important to note there was an attempt to request additional information which was unsuccessful. There was no particular product part or lot information provided, so a complaint review could not be performed. The article did not claim any defect in the zimmer products that led to the event. The most likely cause, as stated in the article, is that there is a possibility of further change in alignment into varus due to progression of osteoarthritis that the authors of the article have not looked into. Due to this complaint being identified during review of a journal article there was no product returned; therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to lack of product identification, no lot number provided. Periarticular locking plates and screws are used for treatment.